Manufacturer narrative:
G4: 01sep2020, b4: 02sep2020 . Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04aug2020.

Event description:
The customer contacted philips on (B)(6) 2020 to request a battery replacement. The device was not being used on a patient at the time of the event and there was no patient or user harm reported.